Event description:
Using the philips respironic CPAP. Started having trouble breathing in the middle of the night. Filter had become black and I've been coughing up black mucus all morning. FDA safety report ID# (B)(4).